Manufacturer narrative:
(B)(4) section d4: the device details including the lot number of the device were not provided by the healthcare facility. Method: the subject mr340e reusable humidification chamber was not returned to f&p healthcare for evaluation. Further information including the device details and a photograph of the subject device were requested from the healthcare facility, however, no further information was provided. Results: the healthcare facility reported that the mr340e reusable humidification chamber used with the mr810 respiratory humidifier was leaking water. The healthcare facility further reported that the mr340e reusable humidification chamber was the source of the water leak, due to a rupture. Conclusion: without the return of the subject device, or photographs of the reported malfunction, a review of the provided information was unable to determine the cause of the reported event. Our user instructions that accompany the mr340e reusable humidification chamber state the following: "ensure the mr340 o-ring is not twisted when inserted into the chamber base groove and that the chamber dome is pushed fully onto the chamber base as per the chamber assembly instructions." "Visually inspect products before each use on a patient. Discard if faulty or if there is any sign of deterioration such as cracks, tears, damage. These may cause gas leaks and loss of ventilation or respiratory support. "

Event description:
A healthcare facility in china reported that an mr340e reusable humidification chamber was leaking water prior to patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported via the nmpa reporting system that an mr340e reusable humidification chamber was leaking water prior to patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.